Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet on their first night, with a documented nadir of 51 mg/dl after a recent high and a meal announcement made right before eating; no alarms or alerts were reported. Symptoms included hypoglycemia. Outcomes included use of oral glucose and resolution without professional medical intervention. Investigation included troubleshooting and user education regarding potential overcorrection during early adaptation, review of recent settings and use patterns, confirmation of no recent target, weight, or time changes, confirmation of insulin type as labeled by the user, and verification of recent fill tubing while disconnected. Investigation of this case revealed no device malfunction or component issue and suggested that algorithmic overcorrection during early learning could have contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear.